Event description:
A nurse called and reported the customer was in the hospital with low blood glucose of 30 mg/dl. Customer reportedly went through a whole box of sensors, due to calibration and change sensor errors. The nurse was calling for replacement sensors, of which it was advised two would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.